Manufacturer narrative:
The device in question was returned to the manufacturer on march 25,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "problem: while performing a surgeries, the autocon has a very bad performance on coagulation when using it with a monopolar hooks". No negative impact in state of health reported.

Manufacturer narrative:
Additional information was added in section b5. Correction: MDR was previously filled was incorrect manufacturer site, the correct routing number should have been 2027009-2025-00528, since the initial MDR was filled with 9610617-2025-00528 we will continue on using it for additional supplemental that will be created for this MDR. Information reflected in section d-3 and g-1. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information was received on april 12, 2025. According to the new information the procedure was prolonged by more than 60 minutes, and it was indicated that the procedure was not completed successfully. However, it was also indicated that there were no adverse consequences for the patient, user or third.

Manufacturer narrative:
Additional information was added to reflect in section e-1 and d10 for concomitant medical products. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer could not be reproduced. The most probable root cause must be that a plug connection was not properly inserted or that the device was set incorrectly. The returned device is working properly. And according to the customer, the cables used are also working properly. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).